Event description:
The distributor contacted heartsine to report that when the device is turned on there isn't any audible beep. The complaint alleges that device may not be turning on as intended. Failure to power on device may result in adverse consequences. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Complaint alleges that device may not be turning on as intended. Failure to power on device may result in adverse consequences. No patient involvement.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was not emitting audio prompts. This fault was attributed to a faulty speaker. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that when the device is turned on there isn't any audible beep. The complaint alleges that device may not be turning on as intended. Failure to power on device may result in adverse consequences. There was no patient involvement reported with the event.